Event description:
It was reported that there was a cut in a clearlink continu-flo solution set. This issue was further described as, ¿primary IV line that was cut right through¿. This issue was discovered upon opening the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d4: expiration date, h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.